Manufacturer narrative:
(B)(4). A homechoice hardware device experienced an alarm indicative of a potential malfunction of the disposable cassette. As the cassette was not returned, a device analysis cannot be completed. The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up MDR will be submitted if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2367 which occurred on the homechoice (hc) during drain 5 of 5. The technical service representative (tsr) had the home patient (hp) cycle the power to get to "press go to start" and had the hp disconnect and remove the cassette. The tsr assisted the hp to clear the alarm and advised her to contact her registered nurse. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.